Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Method: device work order search. Results: a device work order search was performed and no similar complaints were found within the work order. Product evaluation found that there was insufficient viscoelastic used and the plunger of the device did not push the lens. Conclusion: based on the complaint history, work order search, and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 20.5 preloaded injector in 2014. Prior to implantation, the plunger of the device did not push the iol and the lens did not eject. Lens was not implanted and there was no patient injury reported.